Event description:
Customer reportedly received a result of 135 mg/dl on his aviva system and a result of 65 mg/dl on a professional system within 4 minutes. Customer reported he was in his car and felt like he was going to faint when he received the result of 135 mg/dl. He drove to an urgent care center and received the result of 65 mg/dl. Customer refused to provide additional information. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.